Event description:
It was reported that a black substance leaked out of the handpiece during a bunionectomy. The substance did not come into contact with the surgical site. There was no reported pt or user injury, and the procedure was completed successfully with another device. There was no add'l or continuing treatment required.

Manufacturer narrative:
The device has been received at the MFR, and a quality eval will be conducted. A f/u report will be submitted once the investigation is complete.